Event description:
This report is filed to report foley catheter leakage from a vent port that has affected at least 5 patients. Facility infection control dept. Is working with bard; east coast facilities have had recent similar reports. Bard is actively investigating the issue and is changing the product back to the (prior designed) system without the extra vent port.